Manufacturer narrative:
The system was examined and the reported event was replicated. The host module was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 30, 2010. Based on qa assessment, the product met specifications at the time of release. The cause of the reported event can be attributed to the non-conforming host module. However, how that host module became non-conforming remains inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported the unit shuts down on its own. The timing of event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
(B)(4).

Event description:
New information received from the customer stated that the event occurred before surgery. There was no patient involved. The surgery was started and completed with another system.